Manufacturer narrative:
The instructions for use for the align radial head system includes the following warnings: "radial head prosthesis cannot be expected to withstand the activity levels and loads of normal healthy bone and joint tissue. Failure of the component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union or excessive loads (estimated body weight equivalent of 350 lbs or greater)." "The head alignment tool must be used during the procedure to correctly align the prosthetic head and to provide the necessary counter-torque when tightening the lock screw." "The lock screw packaged with the radial head must be installed and fully tightened to fix the radial head to the radial stem. If the lock screw is not attached and/or fully secured, the radial head may loosen and/or disconnect from the radial stem, causing soft tissue irritation and/or device failure." The attending sales rep for the initial case claims that the surgeon had trouble inserting the screw, indicating that it may not have been inserted correctly and/or sufficiently tightened.

Event description:
The set screw backed out of an implanted align radial head, requiring revision surgery.